Event description:
The customer alleged to have received a blood glucose reading of 318mg/dl when using a contour ts test strip in the contour meter. Using a strip in the meter that is not a contour test strip would be expected to produce an error. No adverse event was alleged. Customer was advised to return the strips for evaluation, and was sent a new meter.